Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Customer reported a small amount of blood around stoma next to wafer edge this morning as he was changing wafer. He noted small very red raw looking area on stoma. Has had small amount blood ooze before while washing over stoma. Surgeon has given him silver nitrate sticks to use if needed. Customer is applying silver nitrate stick to small area on stoma oozing blood as surgeon has instructed him previously. No bleeding now. He will advise surgeon and internist managing his anticoagulant therapy. Customer will see physician if bleeding begins again. He is applying new wafer and enlarging opening so as not to rub stoma. Sending wafer with larger opening and one that may be cut to fit.